Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages) was isolated to the electrode belt trunk cable¿s black pulse wire being pulled and cut from the distribution node (dn), damaging wires within the cable. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.